Manufacturer narrative:
Gender = larger number to gender in study population. Race = largest number of race in study population. Date of event = date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature article, quality assurance for carotid stenting in the (B)(6) registry, that patients participated in a study called (B)(6) registry ((B)(6)) to report the periprocedural outcomes in a cohort of carotid artery stenting (cas) over a 4-year period. (September 17th, 2014, through december 31st, 2018). Protégé rx open cell stents, spider fx protective filters and moma flow-reversal protection devices were used in the study along with other non-medtronic devices. The primary endpoint of the study is a composite of stroke and death (s/d) during the periprocedural period. A total of 2,141 patients participated of which 1,180 had asymptomatic stenoses and 961 had symptomatic stenoses. 639 (29.9%) patients were implanted with open-cell stents, protégé rx and other non-medtronic open-cell stents (rx acculink, precise pro), and 1 patient (0.05%) was treated with balloon angioplasty alone. 1,960 patients used filter protection, spider rx and non-medtronic devices (abbott vascular, boston scientific, cordis-cardinal health, w.l. Gore & associates). 153 patients used a flow-reversal device, moma and non-medtronic devices (w.l. Gore & associates). Among the 961 patients with symptomatic stenoses there were 27 s/d cases (2.8%), 4 deaths (0.4%), 23 strokes (2.4%), 2 myocardial infractions (0.2%) and 4 major access site complications. Among the 1,180 patients with asymptomatic stenoses there were 16 s/d cases (1.4%), 4 deaths (0.3%), 12 strokes (1.0%), 2 myocardial infractions (0.2%) and 9 major access site complications.

Manufacturer narrative:
Journal article: quality assurance for carotid stenting in the crest-2 registry journal: journal of the american college of cardiology year: 2019 ref: https://doi.org/10.1016/j.jacc.2019.10.032 death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.